Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had watchdog time out alarm and also insulin pump was not working. The customer¿s blood glucose level was 143 mg/dl at the time of the incident. Customer was unable to clear the alarm. Customer stated display did not return. Troubleshooting was performed. Customer was advised to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit, a13 or e13 and failed battery test alarms noted during testing. (B)(4).